Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing, which was mentioned to not be typical myopotential noise but oversensing of mechanical signals. As a result, this electrode was explanted and replaced due to suspicion of fracture or insulation damage. No additional adverse patient effects. The electrode is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was returned in two segments, severed approximately 60 millimeters (mm) from the terminal end. Visual inspection revealed the distal end of the terminal insulation sleeve (boot) is pushed back/bunched, likely due to explant related damage. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of fracture, damaged insulation, oversensing, inappropriate shock and noisy signals.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing, which was mentioned to not be typical myopotential noise but oversensing of mechanical signals. As a result, this electrode was explanted and replaced due to suspicion of fracture or insulation damage. No additional adverse patient effects. The electrode was returned for analysis.